Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a libre 3+ sensor with the ilet, where the sensor scan was activated but the warmup did not start until the ilet was restarted, after which the sensor entered the standard warmup period. Symptoms included no reported adverse physiological effects and blood glucose levels remained unaffected. Outcomes included successful initiation of sensor warmup with no impact to therapy or access to care. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that device function was restored after a system restart and no ongoing device malfunction was identified. It was concluded that the event was resolved through standard troubleshooting and that the device operated as expected after restart.